Event description:
It was reported that a non dependent patient presented in clinic for a routine follow up. The implantable cardioverter defibrillator was found in backup vvi mode. A successful firmware download was performed. No patient symptoms were reported.